Event description:
It was reported via repair work order that the neck release handle cover was not seated properly and was jamming on the weldment causing it not to lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.